Event description:
One week after implantation, the device was explanted. Reportedly, connection issues were met at atrial level. The reason for the re-intervention is unknown.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Analysis is pending.